Event description:
I replaced my 15 y/o mento saline breast implants with mentor memory gel. Within 6 months, I didn't feel right, 2012 edema started, 2013 I had hair loss and severe back pain; 2014 I started gaining 20 lbs a year and had severe debilitating fatigue, fatigue adrenals, hormone imbalances and thyroid problems. In 2015 gained another 20 lbs, 2018 gained 35 lbs in 1 year and had severe swelling, frequent urination, night sweats, choking sensation, morning phlegm, back pain, foot pain, sugar imbalances. I was gaining a pound a week of fluid. I had absolute eosinophil levels over 1,000. No dr could explain why. I spent over (B)(6) in 4 years with no answers and I was prepared to die.